Manufacturer narrative:
Device passed displacement, and self tests. During testing, the middle (enter), down, left, and go back keypad buttons did not always respond to keypad presses. Did not note any signs of previous moisture presence on the boards and motor inside the device. After swapping the boards into another case and then swapping a known good electrical board 2 onto electrical board 1, the keypad anomaly persisted and seems to be isolated to electrical board 1.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had buttons are unresponsive. The experienced low blood glucose level was 61 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with food. Customer states that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button. Customer stated using the down arrow allows them to navigate screens and delayed response. Customer stated the insulin pump was neither dropped nor exposed to moisture. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.